Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device eval revealed that the drill performed according to all specifications; however, the pneumatic hose assembly was damaged. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during requirement testing conducted prior to the start of a surgical procedure, an air leak was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.